Manufacturer narrative:
Reference MFR. Report: 1221359-2021-02201. Establishment address: (B)(6). The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported two (2) false positive results on the ID now covid-19 assay. This report addresses patient one (1) of two (2). The customer reported a false positive with the ID now covid-19 assay performed on unknown swab. Repeat testing was not performed. Pcr confirmation testing was performed less than one (1) hour after the ID now examination and generated a positive result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Corrected data: after further review it was identified that it was inadvertently reported in the initial MDR that pcr confirmation testing generated a positive result. However, pcr confirmation testing generated a negative result. H10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m146047 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000/ lot m146047, test base part number 190-430/lot: m146047. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m146047 showed that the complaint rate is 0.01%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided.